Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on (B)(6) reported the patient¿s device was not working. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stimulation. Hcp stated the patient's ins was 'not functioning'. Caller stated the patient was in an assisted care facility and doesn't have their icon (it's at home), doesn't have a managing doctor and began having a 'lot of accidents' about a year ago. Technical services reviewed that ins was likely eos and patient to retrieve the icon and also reaching out to former implant/managing doctor's office. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.